Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established. Additionally, review of the log files provided by the account revealed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2021. Several low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. An autopsy was not performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the observed low flow events; however, no further information was provided by the account. It was also communicated that additional information regarding the patient¿s outcome was unavailable and would not be provided by the customer. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was unknown but was not considered to be device or therapy related. Log files sent prior to the patient's death captured low flow alarms with high pulsatility index (pi) on (B)(6) 2021.